Manufacturer narrative:
Other applicable components are: product ID 37761, serial# unknown, product type: recharger; product ID 3550-29, lot# n320530, implanted: (B)(6) 2012, product type: accessory; product ID 3550-39, lot# n322204, implanted: (B)(6) 2012, product type: accessory; product ID 355531, lot# n326889, implanted: (B)(6) 2012, product type: screening device; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer via the manufacturer representative reported that a second implantable neurostimulator (ins) overdischarge was confirmed and a power on reset (por) condition had occurred with an unspecified error code. Reported patient symptoms included less than 50% therapy relief; the patient had pain in the right hand, arm, and shoulder. The pain was elevated due the inability to use the ins while it was overdischarged. Physician mode recharge (pmr) was not performed. Steps taken to resolve the reported issue included using the antenna locate (al) feature to start the battery up again. The battery was charged normally until it was halfway, and the por was cleared successfully. The patient was instructed to charge the battery fully every day for 1-2 weeks and to not let the battery go empty for any length of time from then on. Diagnostic testing or troubleshooting was not performed or required. Event cause was determined; the patient's implantable neurostimulator recharger (insr) was not charging due to a loose connector pin on the desktop charger (dtc). The manufacturer representative gave the patient a replacement dtc, and then insr was able to charge properly. The patient's status was alive with no injury. Additional information received from the manufacturer representative reported that the patient was able to charge; the patient received another dtc so she could charge. The por condition was cleared, and the patient was able to use stimulation again. The patient's indications for use included cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.